Manufacturer narrative:
The pump was received with intermittent button response due to an unlocked lcd keypad connector. The pump also had a cracked reservoir tube lip, minor scratches on the lcd window, and a scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's up button was unresponsive. The customer stated that this issue began approximately three days prior to the call. Customer confirmed that the insulin pump may have been hit against something. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.